Event description:
Info rec'd indicates the head section will not lower on the stretcher.

Manufacturer narrative:
The technician isolated the issue to the gas spring. He replaced the gas spring to repair the bed.